Event description:
On (B)(6) 2025, the user reported receiving repeated restart "alert 41" on the ilet. Initial attempts to resolve through supply changes and restarting were unsuccessful. Even after charging the device and retrying, the alert persisted. A replacement ilet was issued. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.